Event description:
It was reported that during a revision lumbar procedure, the tip of the bur broke off upon contact with a metal plate. It was also reported that the metal plate was from a previous surgical procedure. It was further reported that an MRI was administered to locate broken tip. It was also reported that the tip of the bur was not found. It was further reported that there was a delay of five minutes as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during a revision lumbar procedure, the tip of the bur broke off upon contact with a metal plate. It was also reported that the metal plate was from a previous surgical procedure. It was further reported that an MRI was administered to locate broken tip. It was also reported that the tip of the bur was not found. It was further reported that there was a delay of five minutes as a result of this event. It was also reported that the procedure was completed successfully.